Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, user encountered error c-34 while activating monopolar energy. The user received phone assistance from the technical support engineer (tse). The tse advised the user to reboot the erbe or switch to the other monopolar port. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the generator was replaced during the procedure. The system's functionality was checked before use and it powered on without errors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (repeat error: c-34 on start-up and mono coag activation) was confirmed and reproduced. The unit was placed on an in-house system and was run normal mode. The unit will be returned to OEM for repair. The unit has no significant scratches or dents. The front bezel is not cracked. The complaint was confirmed based on the failure analysis.